Event description:
It was reported that during a lobectomy procedure, the echelon is not working properly. When the recharging is shot, it did not perform the full stapling and the blade is returned. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation.